Manufacturer narrative:
(B)(4). A used sample was returned for evaluation. A visual inspection was performed with the naked eye and a microscope, a bent spike was noted. A leak test, clear passage test, and clamp function test were performed with no issues noted. A bent spike was noted during evaluation but the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a mis-spike occurred when a uv-flash solution transfer set was connected to a y-set using a clean flash. This occurred during use. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4).. The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.